Manufacturer narrative:
The device was not returned to the MFR for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past (B)(4). Batch records for the lots identified were reviewed and confirmed there was no deviations or nonconformance during the mfg process.

Event description:
The pt reported he found fluid in the cycler after completing treatment. The origin of the leak could not be identified. The pt suffered no adverse effects and was not prescribed antibiotics. Additionally, his effluent is still clear. After treatment the cassette was thrown away. No sample available.